Manufacturer narrative:
The device has been received for analysis. A leak from the hemostatic valve was observed. A tear was identified on the external valve, resulting in the reported allegation. Device history record (DHR) review: the DHR for cl14928 was reviewed. There was no indication that a deviation or nonconformance associated with the manufacturing process contributed to this event. Additional review is not required. Risk review: a risk review was performed referencing an inadequate valve seal. Based on the complaint summary and event description, the maximum severity associated with this event is a 2, requiring additional intervention of a sheath replacement. Additional review is not required. Labeling review: (B)(6) was used for this labeling review. There is no evidence this device was used in a manner inconsistent with the labeled indications. Additional review is not required. The "cause traced to device design" conclusion code was selected for the allegation of "visible air/bubbles" as analysis found a tear on the external hemostatic valve, resulting in the occurrence of this event.

Event description:
It was reported that faradrive steerable sheath clear was selected for use. It was mentioned that when faradrive sheath was inserted into the left atrium, the farawave catheter was introduced. When aspirated, a significant amount of persistent air bubbles. Thus, the sheath was replaced and the procedure was completed successfully. No patient complication was reported. The device has been received at boston scientific.

Event description:
It was reported that faradrive steerable sheath clear was selected for use. It was mentioned that when faradrive sheath was inserted into the left atrium, the farawave catheter was introduced. When aspirated, a significant amount of persistent air bubbles. Thus the sheath was replaced and the procedure was completed successfully. No patient complication was reported. The device is expected to be return for analysis

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.